Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of high blood glucose value and treatment details. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that they received multiple insulin flow block alarms. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section and h6 section codes.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black on 04/11/2022, the customer alleged no delivery/occlusion alarms during priming and high bgs. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm on 04/11/2022 at 19:29:53, 19:36:20, 19:40:00, 19:41:00, 19:45:00, 19:46:00, 19:47:00, 19:51:00, 19:57:23, 20:06:55, 20:16:00, 20:17:00, 20:18:00, 20:22:00, 20:24:00, 20:25:00, and 21:40:09 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, and cracked case above arrow and battery icon. In summary, pump passed required testing. Customer alleged for no delivery/occlusion during bolus was found in the pump history, however was not confirmed during testing. Unable to confirm high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.